Manufacturer narrative:
Other, other text: returned device was received with no physical damages. The tidal volume knob rubs against the front panel. Battery holder and cap are corroded. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during pre-test of a smiths medical pneupac parapac ventilator, the unit was found to not alarm. There were no reported adverse effects.